Event description:
It was reported that bard silastic 18 and 20 french foley catheters had recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Catheter stopped draining as intended. (Product#33618, product#33620). It was reported that the given lot# was ngjx5831.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard silastic 18 and 20 french foley catheters had recurrence incidents of drainage issues associated with these catheters in post-radical prostatectomies patients. Catheter stopped draining as intended. (Product#33618, product#33620). It was reported that the given lot# was ngjx5831. Per follow up information received via email on 06oct2025, it was reported that no sample was available. They were all mailed back to the vendor. No lot number was available. No patient harm was reported. All patients that were impacted by this device had foley replaced.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.